Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.

Event description:
In 2009, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. A small distal type I endoleak was noted during the pt discharge process. During a f/u CT on an unk date, the distal type 1 endoleak was still present. The pt underwent a reintervention about 16 days later, in which the contralateral leg component was extended with another contralateral leg component. This resolved the endoleak. The pt tolerated the procedure. No further complications have been reported.